Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl, 300 mg/dl and 86 mg/dl. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. Customer stated that the insulin pump turn off for quite some time and blank display was resolved after putting in a new battery. Customer stated that the insulin pump did not working properly. It was unknown that the customer was used auto mode feature or not. The insulin pump will be returned for analysis.